Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump shut off with no user intervention. She denied any trauma or water exposure to the pump. The patient denied structural damage to the battery compartment or cap, and confirmed there is no corrosion in the battery compartment. The patient stated that the battery cap tightens to resistance with a coin, and that the yellow-o-ring was not visible. The patient was reportedly able to reboot the pump and perform a full rewind/load/prime sequence. There was no reported patient impact as a result of the incident. This complaint is being reported because power loss without warning can result in an adverse event.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed power on resets. There were no alarms related to the alleged event in the pump history. There was no damage to the battery compartment or battery cap. The battery cap was able to be properly secured to the pump. The battery cap was evaluated and found to be within specifications. On testing, the pump powered on normally. The pump was exercised for 24 hours with no power interruptions. The pump cover was removed for further investigation and did not reveal any moisture or internal damage. Investigation was unable to duplicate the complaint.